Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of ascvs0023 showed no other similar product complaint(s) from this lot number.

Event description:
Per air: nurse priming huber for port access and blood draw and the needle leaked at the hub. No other information provided.